Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported high impedances that occurred during normal use. It was noted that impedance test showed values above 4000 ohms. In the operating room, the revision of the connection between the lead and implantable neurostimulator (ins) reported again values of impedances great than 4000 ohms. The impedances measured directly from the lead were okay. The clinician suspected the problem was due to damage of the ins connector block and not a lead issue. The physician decided to not replace the ins; however it was also noted that the device was replaced. It was unknown if any factors led to the event. It was noted that the issue was not resolved at the time of the report. There were no further complications reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative clarified that the ins was explanted but not replaced, and no settings were available. It was noted that whether there were any symptoms or the issue had been resolved was not available. Further information received reported an impedance test performed with electromyography provided complete electric conduction on all conductors. The consumer would be implanted with another device as soon as possible.

Manufacturer narrative:
Other applicable components are: product ID neu_unknown_lead, lot# unknown, product type: lead analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated: product ID 388928 lot# unknown explanted: (B)(6)2017 product type lead . Analysis of the ins, model 3058, (B)(4), found ins set screw backed out too far. Analysis determined that the set screw on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. Due to the reported complaint, an impedance test was performed in 0.9% saline solution and good impedances were observed using an n'vision clinician programmer. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Analysis of the lead, model 3889, unknown serial/lot number, found lead body conductor broken anchor site unknown. Analysis identified that all conductors were broken in the body of the lead; 6 cm from the distal end of the lead. If information is provided in the future, a supplemental report will be issued.